Event description:
It was reported a device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was successfully implanted. After the closure device was released a stringy mobile drt was noticed on the threaded insert of the closure device. The patient's activated clotting time (act) was 247 seconds. The physician started a heparin drip and began novel oral anticoagulant (noac) medication once the patient was in recovery.